Manufacturer narrative:
Age at time of event: 60s. (B)(4).

Event description:
It was further reported that the previously reported ¿drive shaft¿ was referring to a location near the tip of the device. The lesion being treated was in the superficial femoral artery. It was reported that the device just stopped working. The procedure was completed with another jetstream device without issue.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. Functionally tested the device by inserting into the jetstream console and setting it up per the dfu and the device functioned as designed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during an atherectomy procedure, the jetstream® xc atherectomy catheter drive shaft broke. No patient complications were reported.